Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: as no samples returned, root cause is indeterminate.

Event description:
It was reported that the bd vacutainer® single use holder leaked at the threads after blood collection. No blood exposure to mucous membrane. No injury or medical intervention.